Manufacturer narrative:
Device evaluation: broken shell and underweight. A visual and microscopic analysis was performed which identified: sharp broken on posterior, missing shell on posterior (0-25%) and crease fold. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: sharp pattern on posterior of broken device assessed as an unidentified (tear) opening. Missing shell assessed as inconclusive.

Event description:
Healthcare professional reported right side textured to smooth, patient's concern with the product. Device has been explanted. Device was found ruptured upon explant.

Manufacturer narrative:
The event of "capsular contracture baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported right side textured to smooth, patient's concern with the product. Healthcare professional additionally reported right side rupture. Healthcare professional additionally reported right side capsular contracture baker grade IV. Device has been explanted.

Manufacturer narrative:
Initial reporter name and address: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: textured to smooth, patient's concern with the product. Device was found ruptured upon explant.

Event description:
Healthcare professional reported right side textured to smooth, patient's concern with the product. Device has been explanted. Device was found ruptured upon explant.